Event description:
A hospital in another country, reported to our distributor that the sle restrictor from an rt127 infant breathing circuit had a loose connection with the infant swivel y-piece interface connection. This was detected prior to patient use. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA, but it is similar to a product sold in the USA. The sle restrictor was tested for tightness of fit by connecting it to the swivel y-piece. The diameter of the tapered end of the sle restrictor, which connects with the infant swivel was also measured. Results: the sle restrictor is inserted into the breathing circuit during production to restrict flow, when used with the sle ventilator. This restrictor was easily removed from the infant swivel. When measured, the diameter of the restrictor was found to be slightly smaller than specifications provide. We could not perform a lot check as no lot info has been provided. Conclusion: a molding error created a slightly smaller sle restrictor, causing a loose connection with the infant swivel. All breathing circuits are pressure tested for leaks on the production line and those that fail are rejected. The rt127 would have passed the leak test at the time of production. Although slightly outside specifications, the restrictor is unlikely to disconnect from the breathing circuit as a result. Servicing and testing of the molding tool has recently been undertaken. All sle restrictors produced since the date of the corrective action have been verified to be within specifications. Our monitoring and trending of events involving loose restrictors on sle breathing circuits indicates a rate of occurrence of 235ppm worldwide in the last year 2008.